Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a severe burning sensation at the implantable neurostimulator (ins) location when the stimulation was on or off which began on (B)(6) 2013. It was stated the patient¿s wife thought the implant site was ¿very loose¿ but the patient thought that was how it had always been. Reportedly the patient was concerned the ins was leaking battery acid. Reportedly the patient¿s pain was returning and it was very severe. The patient was given medication for the pain. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).